Event description:
The customer reported that her insulin pump went into a low threshold suspension of insulin delivery, due to a sensor reading of 66 mg/dl, while her blood glucose was 143 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).please see medwatch report # 2032227-2014-33989.